Event description:
Power on reset (por), unable to obtain device interrogation, no output with magnet application, and intermittent telemetry with patient movement reported. Device subsequently tested out of specification during manufacturer's analysis.